Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new fault alarms. Visual inspection of external components found a crack in display cover on one corner of the center led. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional 48-hour observational test was performed. No alarms produced; device operated as intended. Customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the red alarm was unable to be determined. Failure investigation identified cosmetic damage to the corner of the center led located in the display cover but it did not contribute to customer complaint. No test failures were found to contribute to customer complaint. Freedom driver functioned as designed. Patient was switched to backup driver without any reported adverse impact. The freedom driver passed all functional testing at incoming inspection and during investigation testing. Complaint could not be replicated. The failure investigation found no evidence of a device malfunction. Device was not in use by a patient at time of complaint.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient following light physical therapy work. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient following light physical therapy work. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.